Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: there were unexplained pump reboot events observed in the device¿s black box. The battery compartment was cracked on the side near the threads and above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. There was no evidence of internal moisture or damage to the power circuit found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.